Event description:
Healthcare professional reported deflation and capsular contracture, baker grade IV. This record represents the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event is not related to the device. ¿ deflation : no observed opening. ¿ wrinkling : observed crease flat. Additional observations: ¿ white particles observed inside the device.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported deflation and capsular contracture, baker grade IV. This record represents the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of deflation and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.